Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device. Analysis conclusion: it has been several months since facility reported this event. The company has not received any further correspondence from the facility about the device which was involved in this reported event. Unfortunately, since the device was not returned to the company, the company is unable to perform an analysis and provide a report for facility. If the facility should have any additional information to report concerning this event, please contact the company.

Event description:
It was reported the device was used during a gastrectomy (sub-total) procedure. It was reported by the affiliate that the device would not fire. The firing knob would not move. There was no pt consequence.